Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the filling port. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 23, 2023 and february 25, 2023. H11: the actual device was received for evaluation. A visual inspection was performed which noted a segment on the tubing line has been damaged, with indentation marks from the manufacturing flow wrap sealer equipment. A functional leak test was performed by filling the bladder with green color water, and no leak was observed from the fill port or damaged segment of the tubing line. The reported fill port leak was not verified; however, a damaged tubing was identified. The cause of the damaged tubing was due to the equipment during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.